Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. As a result, the device is scheduled to be explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 2/7/2019. Left sided capsular contracture was noted (baker¿s grade unknown). Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed with explant. There were no procedural complications. See 1645337-2019-08959 for left prosthesis report. The mentor failure analysis lab has received the device for evaluation on 2/11/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on 3/20/2019. Device evaluation summary: it was reported that a 61 year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. Upon receipt by mentor the device returned without fluid. White, brown, and yellow material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, brown, and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).